Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Customer's health care professional recommended the carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the carbohydrate ratio. A bolus was delivered to bring bg levels back to target range.